Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that magnesium was ordered and hung as a secondary line. The pump was set up to infuse as a secondary infusion. The nurse stated that they were in another patients' room when they heard "four beeps." They finished what they were doing and then entered this patient's room. They found that the magnesium was infusing at the rate of the primary line, not the secondary line. They noticed that there was approximately 30ml left in the magnesium ivpb which did not infuse. The four beeps that they heard indicated that the secondary infusion was complete, but it then switched over the primary. There was patient involvement but no harm.

Event description:
It was reported that magnesium was ordered and hung as a secondary line. The pump was set up to infuse as a secondary infusion. The nurse stated that they were in another patients' room when they heard "four beeps." They finished what they were doing and then entered this patient's room. They found that the magnesium was infusing at the rate of the primary line, not the secondary line. They noticed that there was approximately 30ml left in the magnesium ivpb which did not infuse. The four beeps that they heard indicated that the secondary infusion was complete, but it then switched over the primary. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion of magnesium was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.